Event description:
Unknown mdt thoracic stent grafts were implanted during the endovascular treatment of thoracic aortic aneurysms on unknown dates. Non mdt stent grafts were also implanted. The following adverse events were reported: renal failure, respiratory complications, stroke, reintervention and death. The cause of the adverse events are undetermined. There was no information to suggest any medtronic device failure caused or contributed to a death.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; early result of tevar for thoracic aortic aneurysm: an experience in ramathibodi hospital rojanakit et al, j med assoc thai 2021;104(suppl.5): s112-8 website: http://www.jmatonline.com. Age: mean age. Sex: mean gender. Weight: mean weight. Exact date of implant unknown deaths are common occurrences however the cause(s) of death are often not characterized or clearly associated with a particular product. Therefore, deaths will not be considered reportable as MDR unless clearly stated as being associated with medtronic product. If information is provided in the future, a supplemental report will be issued.